Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular leads were unable to pace without causing diaphragmatic stimulation. The leads were removed and replaced. No patient complications have been reported as a result of this event.